Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump did not power up. It was reported that the battery compartment was cracked and moisture was observed in the pump. The reporter stated that the battery cap was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2014, device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found power on reset events. The battery compartment was cracked the threads to the base seal and there was evidence of moisture intrusion in the compartment. A leak test showed a leak where the crack was located. The battery cap was undamaged and able to tighten properly. The pump was able to power up and functioned properly. A rewind/load/prime sequence was executed without incidents. The pump casing was opened and no additional evidence of moisture intrusion or damage to the power circuit was found. The reported power issue was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.